Manufacturer narrative:
(B)(4),the sample was not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 2 of 3. Gts explained the alarm and assisted with troubleshooting the alarm. Gts advised the hp to start over with new supplies or finish with manuals. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp said that she did not know how air had gotten into the line. The hp said she looked at all of the supplies but did not see anything unusual. The hp was resuming therapy. She said she notified the nurse the first time it happened. The hp was advised to contact the nurse any time there is air in the line. No patient injury or medical intervention was reported.